Manufacturer narrative:
(B)(4) - structural valve deterioration. Device was not returned. The device was not returned to edwards for evaluation. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case, the svd led to both stenosis and regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation often develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Without return of the device the clinical observation cannot be confirmed and root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported through a congress presentation an 29mm mitral valve was explanted after an implant duration of four (4) years due to degeneration which led to stenosis and regurgitation. The place was replaced with a non-edwards valve. The patient was noted as discharged.